Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 79 mg/dl. The customer's mother stated that the day prior to being hospitalized he began vomiting and had large ketones. The customer's mother also stated that he had been wearing the same infusion set for four days, and that after changing the infusion set his blood glucose readings were going down, however he was still vomiting so she took him to the hospital. Troubleshooting was performed and the insulin pump passed the prime, high pressure and self tests. All of the programming on the insulin pump was also verified. The customer's mother was then advised to monitor the insulin pump.